Event description:
It was reported that this right ventricular (rv) lead was fist positioned in the septal position, but the lead did not stay in place, thus the lead was repositioned to a more apical position. After this, the pace impedance measurements increased and were high and out of range. Thus, an explant took place to replace the lead. The lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the explant date, the adverse event/product problem, and the section describe event or problem. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was fist positioned in the septal position, but the lead did not stay in place, thus the lead was repositioned to a more apical position. After this, the pace impedance measurements increased and were high and out of range. Thus, an explant took place to replace the lead. The lead was returned. No adverse patient effects were reported.